Event description:
Event description guidant received information that this patient was experiencing ventricular noise on the rate/sense egrams while coughing or breathing. Review of the strips confirmed the reported noise and revealed inhibition of pacing. The sensitivity on the implantable cardioverter defibrillator was reprogrammed to least to resolve the issues.